Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the device was in clinical use and the patient was moved to another system to complete the procedure. The philips field service engineer (fse) checked the system on site and confirmed that the system geometry movements were not available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the geometry module was malfunctioning. On further troubleshooting, the fse found geometry module panel was wrapped, and the button could not work properly, confirming that the geometry module was physically damaged. To resolve the issue, fse replaced the geometry module. The defective part was sent for analysis, for geometry module failure was observed and the failure was found to broken pan knob mechanical assembly. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.